Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a mini laparoscopic gastric bypass, the device was stuck during firing and it was partially fired. There was tissue damage and procedure time was extended for 30 minutes. The surgeon had to apply force with instrument to release the jaws from the tissue and used an alternative device to complete the case. The patient's hospitalization was also extended as a result of the issue.